Manufacturer narrative:
Block b3: the date of event was approximated.

Event description:
It was reported that the patient with a 3-year-old artificial urinary sphincter (aus) was experiencing urinary incontinence. He stated that his device stopped functioning after one year. The physician confirmed that the device was working properly and indicated that this may be due to neurogenic bladder and no additional treatment. The patient had shoulder and lower back surgery with catheterization and went from 1 mini pad per day to 6-7 pads per day. The patient was scheduled in (B)(6) for the next steps and potential options. There were no additional patient complications reported.